Event description:
Explant methods: intravascular, superior technique/tools: direct traction with locking stylet, sheath(s) no complications.

Manufacturer narrative:
Visual inspection under 30x magnification indicates no j wire fractures. X-ray of lead confirms no j stiffener wire fractures.